Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 3, 2022.

Manufacturer narrative:
The device was explanted (B)(6) 2021 loss of connection to the internal device. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on 07 october, 2021

Manufacturer narrative:
This report is submitted on september 07, 2021.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.